Event description:
Following an atrial fibrillation procedure which included alcoholisation of the vein of marshall, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. Approximately 1 to 2 hours after the procedure, a drop in blood pressure was observed. An echocardiogram was done which revealed a cardiac tamponade. A pericardiocentesis was performed, 500-600ml was drained, and the patient stabilized. Protamine was administered, but following this medication administration, two cvas occurred. The physician supposed that the cvas were due to the protamine. An MRI and a thrombectomy were performed. The patient presented with aphasia as a result of the cvas. The physician does not know what caused the perforation or when it occurred. There were no reported performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.